Event description:
Nurse reports for surgeon that gas bubble did not last longer than a week allowing retina to re-detach. Surgeon indicated the sf6 gas bubble dissipated faster than it should have. First procedure: left pars plana vitrectomy, air-fluid exchange, perfluron, endo laser and injection 20% sf6 gas performed in 2008. The sf6 was diluted with air to a concentration of 20%. Dilution of the sf6 gas with air is an off-label use. Second procedure was performed the following month.

Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc analysis. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other complaints received for this lot number. No conclusion can be drawn.